Event description:
The manufacturer received information alleging an oxygen concentrator had evidence of thermal damage. There was no report of patient harm or injury. The durable medical equipment (dme) supplier confirmed the device is not returning for evaluation. The device was tested by the dme and was found to operate properly. Photographs provided by the dme confirmed thermal damage to the enclosure of the device. The thermal damage appears to be from an external source. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."